Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. After evaluation, the cse determined that during the time of the event, the instrument generated numerous kinetic check errors. The cse also determined that the instrument generated monitor b errors, which indicated a mixing error. The cse ran service methods and determined that the sample mixer failed. The cse replaced the sample mixer. The cse successfully ran a system check and successfully ran quality controls. The cause of the discordant calcium results is due to a sample mixer malfunction. The instrument is performing within specifications. Further evaluation of the device is not required.

Event description:
Discordant calcium (ca) results were obtained on multiple patient samples on a dimension vista 500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on an alternate instrument. One new patient sample was tested on an alternate system. The repeated and new sample results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca results.